Manufacturer narrative:
There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of pericardial effusion was reported in a left atrial appendage (laa) procedure where the versacross rf wire and versacross transseptal sheath (baylis medical company inc.) Were used among other devices, including the watchman flx delivery system (boston scientific corporation). After successful transseptal puncture was achieved with the versacross devices, the watchman flx sheath was advanced to the laa, when the patient's pressure dropped, and an effusion was noted around the right atrium via transesophageal echocardiogram (tee). The procedure was aborted and pericardiocentesis was performed. The patient was later transferred to a surgical suite, where a small hole in superior vena cava was identified and repaired. Follow-up requests revealed that the patient was discharged and is expected to fully recover. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross rf wire with the report number 9710452-2022-00015.